Manufacturer narrative:
Continuation of concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the external equipment had water damage and on longer functioned. The patient stated they had not been able to charge since (B)(6) 2017. They stated the ins was ¿gone¿ and their healthcare professional (hcp) told them it would need to be replaced since they could not charge due to the external equipment. The patient stated they had severe pain and the unit was ¿gone¿ since a 2-3 weeks after (B)(6) 2017. Replacement equipment was sent. No further patient complications were reported as a result of this event.